Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a flexible reamer shaft was found to be broken during the cleaning process. There was no surgical or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the flexible shaft was broken off as complained. The flexible shaft was returned in two broken fragments. One fragment was not sent back for evaluation and therefore the relevant dimensions cannot be verified. However, the review of the production history revealed that this item was manufactured in may 2010 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, we are not able to determine the exact cause of this failure. It is likely that too much mechanical force had been applied during use. No manufacturing related failure could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.